Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. An x-ray was performed and dislodgement of the rv lead was confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 2017865-2022-19634.